Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient's pump had failed. Since the implant in 2014 the patient had never returned to full function. The patient had no cognitive impairment except when the pump had issues. The patient was never hospitalized except for scheduled orthopedic related surgeries except when the pump malfunctioned. The reporter indicated the patient was tortured daily with the pump and time had stopped for her because she just talked to herself all day and couldn't go to school or therapy. It was noted the pump with the drug baclofen in it is like "someone on a runaway IV that is sending medicine throughout the body at whatever rate it feels like." It was noted the side effects had sent the patient's heart rate as high as 252 due to withdrawal and caused severe muscle spasms, insomnia, inability to swallow, urinate, severe constipation and it locked up the whole body. It was noted then when it felt like it the pump would give too much so she was nauseous, slurring her words, limp as a rag doll one day and stiff as a stone the next. The reporter indicated they had every test known to man and the patient had no other related medications except asthma medications and all tests came back normal. It was noted they went to outside consults and psychiatric evaluations to no avail. It was noted they spent 9 months taking the dose of the pump down but it never made a difference because the "pump does whatever it wants." When they measured and 'subject' the volume of medicine they could see there was less but the issue was that the medicine was leaving the pump but infusing at whatever rate it wants so it may have been giving twice as much one day and nothing the next day, yet the rate of volume gone was equal to what it should have been, but the dosing schedule was totally off. That was evidence by the change in muscle tone and symptoms clearly of withdrawal and overdose but the doctors would say it¿s the gaba or dopamine doing that. No further complications were reported.